Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a smart stent (120 150, sfa - 6x150mm) would not deploy in patient. The stent then started to deploy once the doctor tried to pull the system out. The stent got stuck in sheath and the physician had to pull the whole sheath out. There was no reported patient injury. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
During an unknown procedure, a smart vascular stent system 6mm x 150mm would not deploy in the patient. The stent then started to deploy when the physician removed the device. The stent got stuck in sheath and the physician had to pull the whole sheath out. There was no reported patient injury. No other information was reported. The device was returned for analysis. One non-sterile smart vascular stent system 6mm x 150mm was received coiled inside a plastic bag. The inner body was received separated, and the distal tip section was received inserted into unknown sheath. The stent was received partially deployed. No other discrepancies were found. Sem results showed that the inner member¿s separated areas presented with material deformation and evidence of elongations. The elongations observed suggest that the device was induced to stretching/pulling events at the inner member¿s separated areas that exceeded the material yield strength prior to the separation. No other issues were noted during sem analysis. A product history record (phr) review of lot 17726109 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the failure experienced by the customer could be related to the manufacturing process. The reported "stent delivery system (sds)-ses - deployment difficulty - premature/in patient - during withdrawal" and noted ¿inner shaft ¿ separated¿ were confirmed due to the conditions noted on the returned device. While the cause of these events could not be conclusively determined, vessel characteristics as well as procedural and handling factors likely contributed to these events. Evidence of elongation suggests that the device was subjected to excessive force. As cautioned in the instructions for use (IFU), ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or vessel. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the product analysis suggests that the events are related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, a smart stent (120 150, sfa - 6x150mm) would not deploy in patient. The stent then started to deploy once the doctor tried to pull the system out. The stent got stuck in sheath and the physician had to pull the whole sheath out. There was no reported patient injury. The product was clinically used and will be returned for analysis. Per fal analysis, the inner body was received separated.